Event description:
Health care professional reported rupture. This relates to the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, opening side assessed as unidentified (tear) opening. (Shell thickness was within specification). No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Manufacturer narrative:
Cont h6 health effect f2203 imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health care professional reported rupture. This relates to the right side. Device has been explanted.